Event description:
The score was not holding insulation. During case, scope was not working. During procedure, the scope #2109933, model# pcf-h180al was not holding insulation so dr (B)(6) could not proceed with the procedure because she could not see inside colon. We tried all troubleshooting to see if there was something not connected correctly, all things were connected so we switched out to a new scope to complete procedure.